Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a collimator iris potentiometer error message. No pt injury was reported.